Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. The field service engineer (fse) evaluated the unit and verified the reported problem. The fse found during review of the diagnostic report (drpt) a pressure auto zero sensors failure was observed. The fse replaced the gas delivery system to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the gas delivery system is not functioning. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.